Event description:
Healthcare professional reported right side "exchange due to patient¿s concerns with the product" and deflation. Healthcare professional later reported "particles in valve, calcifications, and partial capsule attached to valve area." Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code 4: (B)(4). Reason for reoperation: exchange due to patient¿s concerns with the product and deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within to spec) other technical: no observed particles or calcifications in the valve. Calcification: no observed calcification on the device. Adhesion: unable to observe as it is a medical event not related to the device. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. Yellow particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "exchange due to patient¿s concerns with the product" and deflation. Healthcare professional later reported "particles in valve, calcifications, and partial capsule attached to valve area." Device has been explanted and replaced.